Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient started complaining of losing his vision in his left eye and ¿not feeling well". It was also noted the patient has dementia, parkinson¿s disease, and liver cancer. The patient¿s wife did a bg meter reading at home but does not recall what the reading was, no cgm value was reported at this time either. The patient¿s wife called the patient¿s doctor and was advised to bring him to the emergency room. At the ER, the patient¿s bg meter was reading 679 mg/dl and the cgm was reading 143 mg/dl. At an unspecified time during this event, a second comparison was taken ¿ bg meter reading of 315 mg/dl and cgm reading of 58 mg/dl. The patient was treated with IV fluids and was discharged home the following day. The patient was in stable condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.